Manufacturer narrative:
Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 99.5 cm from the top of the connector to the break. The second piece measured approximately 214.0 cm from the break and included the entire distal tip. Visual examination reveals that the exposed glass fiber tip measures approximately 3.5 mm and appears used. Examination under magnification reveals that the pattern on the tip face is consistent with normal degradation. Fibers are consumable and meant to degrade. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used for a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, a lumenis p100h laser unit was used. According to the complainant, during preparation, it was noted that the laser fiber was broken when they took it out from the protective packaging. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications as a result of this procedure. The patient condition at the conclusion of this event was reported to be fine. This event has been deemed reportable based on investigation results; fiber broken with indication of use.